Event description:
Syringe pump infusing midazolam alarmed around with system error. Pump was supposed to be infusing midazolam at 9mg/hr last hung at 1451 (initial rate of 1ml/hr but rate gradually increased throughout the night. Pump stated vtbi [volume to be infused] was 19.88ml however upon inspection of medication the syringe appeared full. Pump was switched out. Vtbi according to new pump was 51.31 ml. So, patient did not receive any medication during this time